Event description:
The device was returned for service. During service by baxter, broken doors 1 and 2 were found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
The facility representative reported an air alarm on channel 1. Information was not provided regarding whether or not the problem occurred during a patient infusion.evaluation summary: the pump was evaluated by a baxter service technician. Inspection of the device found that the air alarm on channel 1 was caused by a broken door. A broken door on channel 2 was also found. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.